Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. As a result, the customer experienced symptoms described as sweating and high blood pressure, requiring treatment with juice provided by a non-healthcare professional. It was further reported the paramedics were called and, upon their arrival, a blood glucose test was performed (reading unspecified) and customer was treated with glucose ¿and other jelly items¿. There was no report of death or permanent impairment associated with this event.